Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI), section h4 device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that full height main drawer was not detected as closed. A field service engineer (fse) removed the back panel and observed that the latch sensor light was off. Upon inspecting the latch component, the magnet was found to be present, but the latch sensor was loose. The fse reassembled the latch sensor. After closing the drawer, the latch sensor light on the controller board turned on, indicating that the sensor successfully detected the drawer as closed. The customer was able to recover the full height drawer successfully. The system functioned as intended after the field service engineer repaired the device.